Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. The device passed the functional returned instrument testing evaluation (rite) tests, but the device failed rite electrical testing. Ground bond resistance testing was performed and the device was out of specification limits. The cause of the failure was undetermined, as no nonconforming product was identified that was related to the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed ground bond performance testing. There was no patient involved. No additional information is available.